Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and was unable to test. Customer experienced symptoms described as "loss of knowledge" and lost consciousness, and a reading of 29 mg/dl was obtained on an unspecified meter. Customer was treated with glucagon by his father. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has not been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's caregiver reported on behalf of the customer who received a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and was unable to test. Customer experienced symptoms described as "loss of knowledge" and lost consciousness, and a reading of 29 mg/dl was obtained on an unspecified meter. Customer was treated with glucagon by his father. There was no report of death or permanent impairment associated with this event.